Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient said they have sciatic on their right side. Patient said their ins has been "off since june 5th". Patient said they have had "so many changes in my spine". Patient said they have had sciatic pain for "6 months" and they thought the ins may have been causing it. Patient said they were directed to talk to hcp about getting abandoned lead removed. Patient said "this is scary". Patient also said they would have "never put it in" if they had known about all the "restrictions". Patient directed to follow up with hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they received a letter referencing this event. The reason for call was that the caller indicates that they turned the therapy off on (B)(6) and then had it removed on (B)(6), but it was determined that the lead was stuck in the spine and the doctor was unable to remove it all, so the lead remains implanted. The caller reported that after turning therapy off on (B)(6), they did not notice a change in symptom relief and questioned how much it helped them. The caller also noted that the device shifted over time and that could be due to how their spine has changed and compressed over time. The caller then added that it may have been helping their bowel because now they go up to 10 times in the mornings until they are empty. The patient reports that they are walking around with sciatic pain for 6 months now and cannot have an MRI to determine why they are not walking and why the sciatica is so bad, debilitating, and destroying their life. The caller inquired about materials for abandoned lead that remains implanted and MRI eligibility. Reviewed both. The caller is trying to find a neurosurgeon who will remove the remaining lead. Agent emailed physician listings.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1l5wd, implanted: on (B)(6) 2017, explanted: on (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that they have received 3 x-ray's for their bowel issues.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va1l5wd; implanted: (B)(6) 2017; explanted: (B)(6) 2023; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating this issue has still not been resolved. Caller stated they called all of the doctors on the listing we and none of them were willing to try to help with the request of removing the lead. Caller stated they have a shoulder issue now and something is wrong with their throat and they need to have an MRI. Caller wanted to know what the risk would be if they had an MRI with the abandoned lead. Agent reviewed information. Caller stated they know that the lead portion left still had the 4 electrodes and said the doctor couldn't remove it because it had "grown into their bone." Caller stated this is a matter of life and death that they get the MRI and no doctor will help with trying to remove it. Agent urged caller to try reaching out to the doctor that implanted and discuss concerns.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1l5wd serial# implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1l5wd , implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated they were going to get a new ins placed, but also had a metal cage in their back and want to know if that will interfere with ins. Redirected patient to healthcare provider(hcp) and stated they can call in to ts directly if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.